Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned yet.

Event description:
It was reported to vyaire medical that e32 error (zero valve activation fault (via sense)) occurred on the sipap ventilator. The customer reported the event was detected during set-up prior to patient use on which the device already passed testing. The customer confirmed there was no patient involvement associated with the reported event.